Event description:
It was reported that multiple cartridges was leaking from the septum. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer was filling the cartridge on the pump. Tandem technical support informed the customer that filling the cartridge on the pump is off label per the tandem user guide. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.